Event description:
During start up for laser, the control screen was blank. Restart attempted x 2 with same result. Alcon service rep made aware of problem and states that it is unsafe to proceed with cases. Dr. Notified and all cases for today cancelled.